Event description:
The ventilator was at the field service ctr for a scheduled preventative maintenance. The field service ctr reported that the ventilator turbine was not spinning up and seemed to be seized. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na